Manufacturer narrative:
Based on the claim against the product by the customer noting a bearing issue, an investigation was completed. Intuitive surgical inc.(isi) did receive a da vinci product to perform analysis. The 0 degree endoscope was analyzed and reported failure was confirmed. The endoscope was found to have attached endoscope adapter (aea) friction/binding issue, discoloration of housing and corrosion or physical damage to ic electrical contacts. The complaint regarding bearing issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope rotation axis bearing was seizing. The procedure was completed as planned with no reported injury using a backup scope. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a partial nephrectomy. There was no inverted image, the endoscope did not move freely with uncontrolled motion or involve a reversed control on system arms. However, artificial horizon was 45 degrees off level when scope level. Scope moved as if the horizon was where the artificial horizon were correct. The scope was installed with buttons up and the surgeon confirm desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, the endoscope was not manually rotated 180 degrees. The procedure was delayed by approximately 2 minutes.